Event description:
The reporter stated the surgeon attempted to insert a competitor's lens and the lens was torn. There was no pt contact. The reporter stated the cause of the torn lens was due to the cartridge.